Manufacturer narrative:
(B)(4). Lot number: the reporter provided the lot number ur14215076; however, this lot number is invalid. The sample was not returned for evaluation, therefore a device analysis could not be performed. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension access set was observed with no flow. According to the report, the reporter stated the extension set in combination with the male luer lock collar was not allowing the drugs to be pushed through the system by the pump. However, the extension set worked well with a syringe, but when used with the male luer lock collar, ''the drug would not flow." The solutions that were associated with this event were angiomax and normal saline. A patient was reportedly involved; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.